Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope for failure analysis. Failure analysis did not replicate nor confirm the physical damage on the 30 degree endoscope. The 30 degree endoscope did have a camera adapter defect. The camera adapter on the 30 degree endoscope would not rotate properly during testing and noises were heard.

Event description:
It was reported that during central processing that there was a piece missing off the tip of the 30 degree endoscope. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the piece is missing off the tip of the scope. It is now rough to the touch. There was no patient involvement as this was found during processing.

Manufacturer narrative:
The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding.